Manufacturer narrative:
The device involved in this event is not distributed in the USA, therefore 510k is not applicable. (B)(4) this complaint is being processed in accordance with (B)(4) decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a reportable malfunction on 02-jun-2021 during inspecion in the workshop within the emea region. The reported complaint was there were "spot in the image" involving pentax medical video colonoscope model ec38-i10cf, serial number (B)(4). The device was returned to pentax medical and the endoscope has been repaired.

Manufacturer narrative:
Evaluation summary: we checked the returned scope and confirmed the sports in the image due to the ccd module failure, so we replaced the ccd bundle unit (distal end body with channels). In addition, we confirmed the worn out on the u/d and r/l pulley wires; however, it is not related to the alleged complaint. Correction information: follow up #1, coding changed based on the investigation result: medical device problem code, component code, investigation findings, and investigation conclusions. Additional information: health professional, type of follow up. This report is being filed as part of the pentax backlog management plan.